Event description:
As reported in literature, a pt with focal (<2cm) peripheral vein graft stenosis underwent cutting balloon angioplasty with at least 2 inflations. During a mean follow-up of 11.4 +/- 7 months, recurrent stenosis developed in this pt. This was seen in a lesion with extensive inflow vessel calcification. No other complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.